Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a ffr comet pressure wire connected to the rfid cable. The shaft showed 3 kinks. The kinks were located 41.5cm, 80.5cm and 176cm from the tip. The 80.5cm and the 176cm location showed some minor peeling of the coating. The device showed no body fluids in the sensor housing. The pressure wire was connected to the analysis support test bench and all applicable data was correct as designed, there was no difficulty in connecting the wire. It was confirmed that the sensor was performing as designed. The coefficient values were confirmed to be in specification.

Event description:
It was reported that a pressure guidewire failed to zero. The 60% to 70% stenosed type a target lesion was located in the left anterior descending artery (lad). A 185cm comet pressure guidewire was opened and plugged into the ffr link, but the ffr link would not zero. This occurred during the procedure and inside the patient body. The cables were changed out and the procedure was completed with a non bsc device. No patient complications were reported and the patient was fine. However, analysis revealed peeled coating. It was later reported that the damage may have happened in the sterile field or in the handling of packaging and sending the wire into boston scientific for analysis.